Manufacturer narrative:
Per recommendation of beckman coulter inc. And upon concurrence by customer, a secondary label barcode reader is scheduled to be installed on the automate 2500 s3i. The purpose of the secondary bar code reader is to identify mislabeled tubes, to prevent further processing.

Event description:
The customer reported that a secondary aliquot tube was double labeled with two unique identification codes. Barcode label #(B)(4) was incorrectly additionally applied to aliquot tube # (B)(4). On (B)(6) 2011, the automate 2500 s3i generated a label error message, however, the operator was unable to locate a detached label and resumed operation. Subsequently, the detached label for which the system alarm was generated, affixed itself to a secondary aliquot tube which already possessed a barcode. Upon shipping dispatch, the double labeled tube was found when the identification number was recorded and identified as a duplicate to an aliquot tube that had been previously shipped. The double labeled tube was not released form the laboratory and hence there was no death, serious injury or modification to patient impact attributed or associated with this event.